Manufacturer narrative:
The reported event of occlusion alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that the facility recently re-introduced monoject 60ml syringes which they were previously using bd syringes during the monoject syringe shortage. The customer reported that the device alarmed for occlusion alarms when infusing dopamine at an unspecified rate. After replacing the monoject syringe to a bd syringe the alarms subsided.there was no report of patient harm. The event occurred in nicu.